Manufacturer narrative:
Field g3 has been updated/corrected to 01/09/2024 based on the failure analysis investigation completion date.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the right master tool manipulator (mtm) to resolve the error. Isi has received the mtm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted abdominal resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the system had recoverable error 25521. The surgeon disabled the right master tool manipulator (mtm) and continued the surgery using the other surgeon side console (ssc) which was connected since the start of the surgery. The tse confirmed error 25521 pointing to the right mtm. The tse asked if this was the first time the problem occurred. The customer stated it also occurred last week. The tse advised the customer that the problem might be temporarily solved with a power cycle including a hard power cycle of the affected ssc. The procedure was completing as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system, and it was working properly. The system initially powered on without errors and the site operated quite a long time before the error occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The reported failure (error 25521) was unable to be reproduced but could be confirmed as having occurred via the field error logs. A visual inspection was performed. The mtm arm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Multiple tests were performed, and all tests passed. There was no reported problem found.